Manufacturer narrative:
The device was received for evaluation. During the evaluation, the system error 21502 (flange sensor failure) was unable to be reproduced; however, the evaluation did observe a related flange issue. It was observed that the grommet had shifted, which required rework. The grommet was shifted to the correct orientation, and a flange sensor test was performed with passing results. An event history log review was performed, and it was noted that there were multiple occurrences of system error 21502. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The grommet orientation is the cause of the reported condition. To resolve this issue, the grommet orientation was reworked. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a flange sensor failure (system error 21502) that occurred during programming. There was no patient involvement. No additional information is available.